Event description:
On 01/08/10, it was reported that the power cord plug allegedly malfunctioned while plugged into the wall outlet at the healthcare facility. The kinair medsurg bed was initially placed with the account on (B)(6)2009. There was no injury to the patient or healthcare facility staff.

Manufacturer narrative:
The device was tested per quality control procedures on (B)(6)2009, prior to delivery to the account, and met specifications. Subsequent to the reported event, the kinair medsurg bed was returned to the kci service center and evaluated. Evaluation of the power cord confirmed that the line prong was missing and revealed evidence that melting and scorching had occurred.